Manufacturer narrative:
Results: broken brake pedal. Method and conclusion: the customer confirmed that the other brake pedal was functional so the brakes could still be engaged/disengaged. However, when the field tech was sent to evaluate and repair the device, the unit had been moved to a different location in the hospital and could not be found. As the bed could not be located, we could not determine if there were any sharp edges resulting from the broken pedal.

Event description:
It was reported by service report that there was a broken brake pedal. The customer confirmed that the other brake pedal was operational, however, the bed could not be located, therefore, it could not be determined if any sharp edges were present as a result of the break. There was patient involvement, however, no adverse consequences are reported.